Event description:
When doctor open the package of sds genesis 6x29mm 80cm pro pg 2960pps, the stent was much shorter than it was written on the package. It seemed about 18mm. Thus he opened another package.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.